Event description:
The customer reported that they received a sensor error alert, and sees blood at site. The customer's blood glucose was 211 mg/dl. Advised customer to replace sensor as blood on connector can possibly damage transmitter. Nothing further reported.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to low readings. We were unable to confirm customer's complaint due to the sensor being returned with no needle.